Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off on its own. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device lost connection to the docking station when it was moved around. The device was not able to obtain readings after powering up, since the screen goes blank and goes into the 10 beeps error after few seconds. Internal inspection found multiple pogo pins on the system circuit board that were stiff causing miscommunication with the known good root. The u21 chip was faulty, which caused current leaks and was responsible for the ¿10 beep error". A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off on its own. No patient impact or consequences were reported.